Manufacturer narrative:
Device codes: 1562 labeled. Internal file number: (B)(4). Evaluation summary: a visual inspection was performed on the returned device and the reported balloon rupture and balloon separation were confirmed. The reported difficulty to remove from and introducer sheath was unable to be confirmed due to the condition of the device. The reported physical resistance and difficulty to remove from the anatomy were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based in the reported information and returned analysis, it is likely that during advancement through the heavily calcified anatomy and or other devices used the balloon became compromise or damaged resulting in the radial balloon rupture during the first inflation. The noted scratch at the rupture location also suggests interaction causing damage to the outer surface of the balloon material. Additionally, it is likely that the tip became damaged against the anatomy during advancement in the anatomy. Additionally, the noted inner member separation, loose balloon marker, stretched and bunched inner member, and bunched balloon appear to be related to circumstances of the procedure, and likely due to manipulation against resistance with the introducer sheath during retraction. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Returned device analysis identified: the balloon was separated into two pieces. The inner member was separated 9 mm distal to the proximal seal. It was confirmed that the inner member separation occurred during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the iliac artery. A 7.0 x 120 mm armada 35 percutaneous transluminal angioplasty (pta) balloon catheter was advanced to the lesion with resistance from the anatomy. On the initial inflation to 8 atmospheres, the balloon of the pta balloon catheter ruptured and snapped in half [radial tear]. No separation from the catheter occurred. Resistance with the anatomy and a non-abbott 6f sheath on removal of the pta balloon catheter was met and all devices were removed together as a single unit. No further intervention was performed. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.